Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-12-18. It was reported that the replacement surgery was not yet scheduled and the ins was still implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was hospitalized from an extended period of time and their battery discharged. The rep tried a trickle charge, but was unable to revive the battery. From the patient's description this may be his second strike. The patient is discussing changing out the ins battery, and the patient has a planned surgical intervention. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the specifics of the patient's first overdischarge were unknown. The patient just stated this has happened before. The patient will be having their ins replaced. The cause of their ins not restarting was due to waiting too long between recharges and this being the patient's second strike. No further information was reported.